Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. Chr showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the red lumen split at the 40cm mark. They continued to use white lumen for antibiotics. Line inserted on (B)(6) 2010. Line was removed.